Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested but not provided. Therefore, the root cause of the reported event could not be determined.

Event description:
The soft piece of the set screw that was in the mail from the primary surgery was removed because the soft piece separated from the titanium piece of the set screw. The proximal lag screw was repositioned and a new set screw was inserted to lock the proximal lag screw.